Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was able to duplicate reported malfunction. The service technician discovered model lap top ventilator 1150 solenoid manifold failed leakage test causing unit to auto cycle. The service technician replaced solenoid manifold and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1150 is auto cycling. At this time it is unknown if there was any patient involvement or if there is any allegation of patient injury or harm.